Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error during a priming attempt, as well as a possible motor position encoder error. She also observed a motor sensor test failure alarm. The customer did not know the blood glucose reading, but her most recent blood glucose was 97 mg/dl. The customer was able to complete the rewind sequence. She stated that the insulin pump had been exposed to a magnetic resonance imaging machine. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.